Event description:
Caller reported that pump wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.